Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A visual inspection of the customer provided images showed a foggy lens window and wear to the housing and edge card. The unit has been in service since (B)(6) 2014. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed. Please refer to the 560h 3-ccd high definition camera head instructions for use for recommendations on proper cleaning and sterilization processes.

Event description:
It was reported that during the case, it was found that the surface on the top of the camera head was not clear and the screen was foggy. After finish the case, the scrub tech tried to clean and wipe the camera and found a dirty surface. There was no delay or patient injuries but, it is unknown how the procedure was finished since no backup device was available to complete it. Attempts were made to retrieve further information but no response has been received from the complainant.